Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient passed away due to multiple organ failure. No further information was available on the cause of death. (There was no further information on alleged device related adverse events, malfunctions, and complications). It is unknown if an autopsy was performed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It is unknown if the device implanted is still in place or removed; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.